Manufacturer narrative:
The device was returned, and the evaluation found the reportable malfunction was caused by the fan air vent, which was clogged with heavy dust, and caused the emergency lamp to turn on. It was also noted that there was a non-olympus lamp used and the life meter reading was below 50 hours, and the light intensity output measured within specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source exhibited an error code e102 (the light source has broken down). The issue was found at the beginning of a diagnostic colonoscopy procedure. The intended procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Corrected field: d8 (should be marked "yes" in the initial medwatch) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that e102 error occurred because the air vent of the fan was clogged with dust and that the emergency lamp turned on because the air vent of the fan was clogged with dust. Olympus will continue to monitor field performance for this device.